Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt vein. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for few seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.